Event description:
It was reported that during a ptca/stent procedure, the device would not cross the lesion so it was deployed at an unintended site. The stent delivery system (sds) was removed without any problems. No patient effects were reported. No additional information was available.